Event description:
User alleges during liver transplant, they used the di-60hl for infusion according to IFU. The required leakage pre-testing was performed and no leakage observed. After application of approximately three blood bags, there was a leakage, above the heat exchanger, in form of bloody foam. The use of the device was immediately stopped and in the ongoing procedure of the liver transplant for the infant another device of warming the infusion and the blood was used. No adverse outcome to pt. Hospital concerned for possible infection developing.